Manufacturer narrative:
Date of this submission is (B)(6) 2011. This closes out this report unless additional significant information is received.

Event description:
Consumer reports there was a string missing on one tampon. Tampon was discarded.